Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported leak could not be confirmed as it could not be replicated in a testing environment. However, the returned device was observed to have a detached flush port; therefore, confirming the reported crack. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the leak which has the potential to cause or contribute to patient injury. It was reported that during device preparation, while flushing the mitraclip delivery system (cds), a leak was noted coming from a crack at the base of the flush port. This device was not used in the patient. Another cds was used to complete the procedure without further incident. No additional information was provided.